Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. A complaint history check was performed, and this is the 13th related complaint reported with the defect/condition of needle retraction failure the DHR for lot 4229661 was reviewed, no related quality issues or process deviations were found.

Event description:
It was reported that bd insyte autoguard bl 22ga x 1.0in needle retraction failed it was reported by customer that the cath malfunctioned when placing. Retract button was pushed and wouldn't retract. Verbatim: rcc received a complaint via email. Email(s) attached. No lot captured. Cath malfunctioned when placing. Retract button was pushed and wouldn't retract.